Manufacturer narrative:
Insulin pump was received with cracked reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o ring, scratched case, minor scratched lcd window and cracked select button keypad overlay. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the ring where the reservoir goes, it keeps coming off. The customer also states that the ring completely broken. Troubleshooting was performed for damage and noticed cracks on the pump as well as on the reservoir ring and the reservoir is unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis